Manufacturer narrative:
(B)(4) - device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the tip of the guide wire detached/separated and the fragment was left in the patient. During a percutaneous coronary intervention (pci) procedure, a pt²¿ guide wire was selected for use. The lesion being treated was located in the anterior descending artery (ada). At the moment of removing the guide from the marginal, intermediate and diagonal branch, the tip of the guide wire broke. There was approximately 7mm in trifurcation. First, the physician tried to rescue the piece of pt² with a snare catheter, but they weren't successful. Then, they decided to climb a non-bsc drug-eluting stent (des) and compressed the piece of pt² against the wall of the vessel. The pci finished with another device and they placed three des. No further patient complications were reported and the patient's condition was stable.